Manufacturer narrative:
A device service history review was performed and revealed that no similar events were identified on this device, so the affected module had never been replaced since installing the s5 in 2024. Bubble sensor under-sensing malfunction can be caused by a defective bubble sensor cable; defective bubble sensor module and/or bubble sensor not properly connected to its module (user error). Based on above, the most likely root cause of the reported event is an early failure of the bubble sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble detector. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of s5 bubble sensor issue during set up.there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
D.4. The catalogue and the sn of the bubble sensor have been provided and relevant field updated. The UDI field has been upadated. D.4. The sn of the bubble sensor has been provided and manufacturing field updated. H.11. According to follow up, the bubble sensor stop working during the case and a new bubble sensor has been sent to the customer to fix the issue. The perfusionist has disposed the complained bubble sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.